Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited high thresholds and impedance. The rv lead was revised and remains in use. The ra lead was explanted and replaced.  No patient complications have been reported as a result of this event.